Event description:
It was reported the programmer failed to interrogate devices. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer failed to interrogate devices. The programmer and radiofrequency (rf) head were returned for repair. The radiofrequency (rf) head was analyzed and tested out of specification. No patient complications were reported as a result ofthis event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, no anomalies were found with the programmer. (B)(4).